Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2017 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: pain and suffering; recurrence; hernia repair resulting in mesh removal. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records prior to 08/11/2016 including operative reports for previous abdominal surgeries were not provided.] [Missing records: records for the CT scan showing ¿small ventral umbilical hernia¿ were not provided.] On (B)(6) 2016: [facility ni]. (B)(6), md. Office notes. 38-year-old female comes to office with history of diffuse abdominal discomfort. Abdomen: soft, nontender, no masses, organomegaly or hernias present. Impression/plan: CT scan shows patient has a small ventral umbilical hernia. Told patient I do want to fix this. States she wants to wait until insurance kicks in. Will be scheduled for elective resection; however, I told her if pain worsens or any nausea/vomiting to immediately come to office. She will follow up. On (B)(6) 2016: (B)(6), md. Office notes. Patient found to have a ventral hernia. This was appreciated on last exam. Patient elected not to pursue any repair of this; did not have insurance. Denies bowel habit change, abdominal pain or constipation. Abdomen: soft, nontender, no masses, organomegaly or hernias. Impression/plan: ventral midline hernia. All risks and consequences pertaining to repair well explained to patient. I explained I would be using a piece of mesh. On (B)(6) 2017: (B)(6), md. Emergency department visit. Presents with complaints of diffuse abdominal pain which began 2 days ago. Symptoms do not radiate. Symptoms described as burning, constant; alleviated by nothing, aggravated by nothing. At its worst pain was moderate in emergency department, pain unchanged. Has experienced a previous episode. Reports initially pain was located in periumbilical hernia 1 week ago, but diffuse since 2 days ago. Patient scheduled for 2 hernia repairs on (B)(6) 2017; called surgeon about worsening pain today who advised to come to emergency department for evaluation. Patient notes associated constipation x2 days; denies nausea/vomiting/diarrhea/fever. Medical history: hernia, diverticulitis. Surgical history: bowel resection. Social history: alcohol occasionally, distant history of tobacco use. Abdomen: appears normal, distention not seen. Bowel sounds active all quadrants. Soft, mild tenderness diffusely, rebound tenderness and guarding not appreciated, no obvious hernia palpated. Impression: abdominal pain. Follow up with surgeon. Problem is chronic, symptoms unchanged. Discharged home in stable condition. Addendum: has history of hernia; surgery planned within next few days. Came to emergency room for worsening abdominal pain; no vomiting, no constipation, still passing gas. Per patient hernia is reducible. Labs unremarkable. CT done to evaluate for bowel obstruction; negative. Received antiemetics and pain management and discharged to follow up with surgeon as planned. Return precautions discussed. On (B)(6) 2017: (B)(6), md. Radiology, CT abdomen/pelvis with contrast. Clinical history: diverticulitis. Comparison: none. Impression: lower thorax: calcified granuloma left lower lobe. Small to moderate hiatal hernia. Distal esophagus prominent and fluid filled. Abdomen: postsurgical changes in distal sigmoid colon. Scattered colonic diverticula without CT evidence of acute diverticulitis. No obstruction. Pelvis: laxity of fascia between inferior aspect of the rectus muscles in pelvis. There is herniation of some pelvic fat into the pannus. No herniated bowel loops. Likely 1.5 cm corpus luteal cyst right ovary. On (B)(6) 2017: (B)(6), rn. Patient profile report. Weight 191.5 lbs., bmi 37.4. Never smoker, alcohol/drugs never used. Gastrointestinal conditions: diverticulitis, barrett¿s esophagus, ventral hernia with repair, gastroesophageal reflux disease. Treatment: gastric banding in 2012 and removal in 2013. On (B)(6) 2017: (B)(6) hospital. Patient database. Medical history: pulmonary: chronic cough from heartburn. Social drinker. History of cigarette smoking for 7 years; quit 3 years. 1x/monthly vape. Surgical history: on (B)(6) 2016 colectomy/diverticulitis, lap band 2010, removal of lap band, hiatal hernia repair. On (B)(6) 2017: (B)(6) hospital. [Signature illegible]. Pre-anesthesia assessment. Medication: pantoprazole. Stomach-digestive: hiatal hernia, acid reflux, barrett¿s esophagus. Operations: on (B)(6) 2016 colectomy/divertic [illegible]. 2010 lap band. 2012 removal lap band. Hiatal hernia repair. Asa: 2. On (B)(6) 2017: (B)(6), md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia with omental incarceration. Assistant: (B)(6), lsa. Anesthesia: general. Indications for surgery: the patient is a pleasant 38-year-old female who was admitted to (B)(6) hospital to undergo an elective herniorrhaphy. All risks and consequences pertaining to surgery were very well explained to the patient. These include, but were not limited to bleeding, infection, incontinence, the need for multiple abdominal operations, and even death. All risks and consequences pertaining to surgery were very well explained to the patient. These include, but were not limited to bleeding, infection, the need for multiple abdominal operations, sepsis, and even death. Once these were well understood, informed consent was obtained. Operative findings: the patient had significant omental incarceration that was appreciated. This was successfully reduced. The patient did not have any bowel that was stuck in the defect. We used a large piece of mesh and secured this using protack and an absorbatack as well. The patient tolerated the procedure well. Needle and sponge count were counted twice and stated to be correct. The patient was awakened, extubated, taken to recovery room in stable condition. Procedure in detail: ¿the patient was brought to the operating room. She was placed supine on the operating table. General endotracheal anesthesia was induced. The abdomen was prepped and draped in a sterile fashion. We commenced an examination under anesthesia. Following this, we introduced a 5-mm incision in the right upper quadrant, a 5-mm port site was introduced. The patient then subsequently had two additional trocars placed in right lateral quadrant. We could appreciate the patient had significant intraabdominal adhesions. These were successfully taken down using sharp dissection using the harmonic scalpel as well. We then turned our attention towards taking the omental adhesions down. This was successfully done. We then turned our attention towards placing a piece of mesh and securing this against the anterior abdominal wall using protack and absrobatack. The defect was overlap by at least 4 cm. At the conclusion of the case, needle and sponge count were counted twice and stated to be correct. The patient tolerated the procedure well, was awakened, extubated, taken to recovery room in stable condition.¿ on (B)(6) 2017: [facility ni]. Photographs. [Nurse reviewer note: unlabeled photographs of procedure date on (B)(6) 2017]. On (B)(6) 2017: (B)(6) hospital. Intraoperative nurses record. Actual procedure: laparoscopic ventral hernia repair with mesh. Wound class: I clean wound. Implant record. Type: mesh. Mfg: gore. Serial#: (B)(6). Catalog#: 1dlmcp04. Size: 15 x 19. Amount: 1. Exp. Date: 2019/06/30. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/15340536) was implanted during the procedure. On (B)(6) 2017 [assigned]: (B)(6) hospital. [Signature ni]. Post-operative/post-procedure note. Procedure performed: laparoscopic ventral hernia repair. Specimens: none. Estimated blood loss: 10 ml. Graft/implants: none. Complications: none. Disposition: home. Resume home medications. Activity: no heavy lifting. On (B)(6) 2017: (B)(6), rn. Discharge instructions. Regular diet. Increase activity as tolerated, no lifting over 10 pounds. No driving, no sexual activity until ok¿d with doctor. Discharge pain level: 2, abdominal area. Discharged home. Alert, active, tolerated diet, void quantity sufficient, vital signs stable, pain level acceptable to patient, IV removed. Printed instructions given: metamucil, tylenol #3, mirilax [sic]. Follow up (B)(6) next week. On (B)(6) 2017: (B)(6), md. Discharge summary. Discharge home, stable condition. Hospital course: underwent ventral hernia repair with mesh placement. At time of discharge tolerating oral diet, pain well controlled, has been given explicit discharge instructions. Will follow up with me in approximately one week. On (B)(6) 2017: (B)(6), md. Procedure report. Nuclear medicine, gastric emptying. Indication: gastroesophageal reflux disease. Impression: exact characterization of the gastric emptying rate is difficult, given what appears to be significant reflux disease. The gastric emptying rate does appear mildly delayed, however. On (B)(6) 2017: (B)(6), md. History & physical. Chief complaint: ¿I have a bulge in my incision.¿ presents on referral from (B)(6), md with complaint of definite ventral incisional hernia with a single hernia defect. States the onset of pain and a bulge began months ago and has been frequent in occurrence. Bulge is reducible and intermittent. States having a previous incisional hernia repair after colectomy. Reports no complications with previous surgery. No hospitalizations previously for these symptoms. Had previous repair of hernia with mesh on (B)(6) 2017. Surgical history: colectomy, colonoscopy, hernia, incisional hernia, laparoscopic lysis of adhesions, lap band; later removal due to abscess, ventral hernia repair. Social history: alcohol never, tobacco former. Admits nausea, heartburn, abdominal pain, back pain. Weight 182 lbs., bmi 34.69. Abdomen: nontender to palpation, moderate abdominal obesity, tone normal without rigidity or guarding, normal bowel sounds, no masses, no abdominal bruits, nondistended. No hepatomegaly. Incisional hernia present. Impression/plan: incisional hernia, without obstruction or gangrene. Patient had colectomy in 2015 then developed incisional hernia and had mesh repair on (B)(6) 2017. Hernia is becoming more symptomatic with bulge and pain. Patient wants repair. Based on history and current exam, she may need component separation with biologic mesh repair (versus synthetic mesh repair). Has symptomatic ventral/incisional hernia for which I recommended repair. Schedule open ventral/incisional hernia repair with mesh. On (B)(6) 2017: (B)(6), md. Anesthesia record. Weight: 185 lbs. Bmi: 36.13. Asa status: 2. Current some day smoker. Chronic neuropathic pain. Gerd well controlled, gastroesophageal surgery. Opioid induced constipation. On (B)(6) 2017: (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedures performed: open repair of recurrent ventral incisional hernia with bilateral myofascial flap release and placement of biologic mesh. Dissection of space of retzius. Removal of the prior synthetic hernia mesh. Anesthesia: general endotracheal anesthesia. First assistant: (B)(6), pa-c. Estimated blood loss: 200 ml. Intravenous fluids: crystalloid only. Brief indications: the patient is a 39-year-old woman who had a prior colectomy and developed an incisional hernia. She was then taken for an open incisional hernia repair with synthetic mesh. Her hernia has since recurred and recurrence appears to be more inferior, she desires surgical repair. During her preoperative office visit, the planned procedure with its risks, benefits, and alternatives including pain, bleeding, infection, damage to adjacent structures, need for another procedure, and persistence or recurrence of condition was discussed at length with the patient who verbalized understanding and agreed to proceed. The correct procedure was confirmed with the patient and her family in the preoperative holding area prior to proceeding into the operating room. Correct surgical site was marked with the guidance and approval of the patient and her family. Procedure in detail. ¿the patient was brought into the operating room, placed on the operating table in the supine position. Following successful induction of general anesthesia, the patient was positioned and prepped and draped in usual sterile fashion. The site of her hernia was easily identified. A midline incision was made going through her prior surgical incision and dissection was carried down to the abdominal wall fascia. The hernia sac was isolated from the surrounding tissues and opened. This allowed better examination of the size and location of the hernia, the recurrence appeared to be at the inferior border of the prior synthetic mesh and it was therefore in the lower abdomen. The prior synthetic mesh was carefully excised bluntly and with the aid of electrocautery and then once completely removed, passed off the field and sent to pathology for further evaluation. On examination of the hernia defect, the size of the defect made it clear that a myofascial flap release would be required on at least one side, but most likely bilateral, also with the more inferior location of the defect. Dissection down into the space of retzius to allow appropriate coverage with the biologic mesh would be required. First on the patient¿s left side, skin and subcutaneous flaps were created over the left abdomen. Dissection was carried out along the fascia, elevating the skin and subcutaneous tissues at the site of the semilunar line, right myofascial flap release with medial rotation was created. The external oblique was incised just lateral to the semilunar line and dissection was carried down towards the inguinal region with blunt dissection and carried out well inferior towards the patient¿s back, thereby mobilizing the rectus muscle nicely medially. Once this was completed, attempts to reapproximate the fascia were examined, but it appeared that there would still be too much tension in order to get a tension-free repair and therefore to minimize risk of recurrence, the decision was made to also perform myocutaneous flap release on the patient¿s right. Next, on the patient¿s right side, the skin and subcutaneous flap was elevated off the underlying abdominal wall musculature just lateral to the semilunar line an incision was made with electrocautery and dissection taken down through the external oblique inferiorly towards the inguinal region and separated around towards the patient¿s back to allow adequate mobilization and excursion of the rectus muscle towards the midline. At this point, bilateral released abdominal wall flaps were brought medially and came together nicely with virtually no tension. Next, the peritoneum was dissected down off the overlying abdominal wall bilaterally superiorly as well as inferiorly. The inferior dissection was carried out down into the space of retzius to allow adequate coverage with overlap of the biologic mesh. Once an adequate extraperitoneal space had been created, the peritoneum was closed in the midline, a 20 x 25 piece of strattice mesh was noted to fit well in the defect. The mesh was trimmed slightly and the trimmed pieces were saved for later use. The mesh was placed into the preperitoneal space and secured with prolene suture laterally to the lateral extent of the external oblique musculature, it was also secured to the underlying abdominal wall superiorly as well as inferiorly with significant overlap by extending the mesh down into the space of retzius. Next, a blake drain was placed through the abdominal wall into the extraperitoneal space on top of the mesh and the bilateral fascial edges were reapproximated in the midline with prolene suture. Another blake drain was placed now on the patient¿s left and placed in the subcutaneous space and secured with a drain stitch. The subcutaneous tissues were reapproximated with vicryl suture and the skin was closed with skin staples. Surgical dressing was applied and the drapes were taken down. The patient was then aroused from general anesthesia and transferred to hospital stretcher; at which point, she was taken to the recovery room in good condition. At the end of procedure, all sponge, needle, and instrument counts were reported as correct. On (B)(6) 2017: (B)(6), md. Operative note. Specimens: incisional hernia sac; surgical pathology request. Implant record. Matrix tiss strattice 20x25 cm. Lifecell corporation. Wound classification: clean. Complications: none. On (B)(6) 2017: (B)(6), md. Pathology report. Case: (B)(4). Anatomic pathology diagnosis: ¿incisional hernia sac¿, excision: fibrofatty tissue with fibrosis consistent with hernia sac. Foreign bodies associated with multinucleated giant cells. Material: incisional hernia sac. History: 39-year-old female with pre-op diagnosis, incisional hernia without obstruction or gangrene. Gross: received in formalin, labeled ¿incisional hernia sac¿ and consists of two irregular fragments of tan glistening membranous tissue with yellow-tan lobulated fatty tissue measuring 9.5 x 9.5 x 1.5 cm and 7.5 x 6.5 x 1.5 cm. Representative sections are submitted in two blocks, a1 and a2. Gross dictator ID (B)(6). Gross transcriptionist ID (B)(6). Microscopic: sections show fibrofatty tissue focally assuming a membranous appearance consistent with hernia sac. There is extensive fibrosis. Foreign body material associated with multinucleated giant cells is noted. There is no malignancy. On (B)(6) 2017: (B)(6), md. Progress notes. Complains of pain and wants a pca [patient controlled analgesia]. No bowel movement or flatus, no nausea or vomiting. Abdomen: soft, incisional tenderness, abdominal binder in place, non-distended. Impression: one day postoperative from hernia repair, pain is issue at this time. Plan: add pca and toradol. On (B)(6) 2017: (B)(6), md. Progress notes. Pain much improved and well controlled today. Tolerating small amounts of full liquids, not yet passed gas. Mentioned she was recently diagnosed with ¿gastric emptying¿ problem; was taking a medicine to improve symptoms. Abdomen soft, nontender, not distended, hypoactive bowel sounds. Jp drain with serosanguineous output. Plan is to increase activity, start reglan and protonix; await resolution of postoperative ileus. On (B)(6) 2017: (B)(6), pa-c. Progress notes. Doing well. Remains nothing by mouth, states pain controlled with medications. She was tolerating full liquids over the weekend but states she was made nothing by mouth after mentioning she has gastroparesis; states she takes trulance for gastroparesis. Supposedly is to take every day but only takes twice a week because it gives her diarrhea. Remains afebrile. Abdomen: soft, nondistended, tender appropriately. Abdominal binder in place. Drains in place with serosanguineous output; 24-hour output 17.5 total for both. Impression/plan: advance to full liquids, continue ambulation. On (B)(6) 2017: (B)(6), pa-c. Progress notes. Doing well, states feeling much better today. Tolerating full liquids, denies nausea/vomiting. Flatulent and had loose bowel movement last night. Remains afebrile. Abdomen soft, nondistended, tender appropriately. Abdominal binder in place. Incision clean, dry, staples intact. Drains in place with minimal output; 24-hour output 20 ml. Impression/plan: advance to regular diet; if tolerates, discharge home today. Advised to be on light duty including no exercise, strenuous activity, or lifting over 20 lbs. For 6 weeks from time of surgery. Follow up with dr. Wood; drains and staples will be removed in postoperative appointment. Patient states she has set up prescription for pain with pain management doctor and does not require a prescription on discharge. On (B)(6) 2017: (B)(6), pa-c. Discharge summary. Date admitted: on (B)(6) 2018 [date discrepancy; other records indicate admitted on (B)(6) 2017]. Date discharged: on (B)(6) 2018 [date discrepancy; other records indicate discharged on (B)(6) 2017]. Admit diagnosis: recurrent incisional hernia. Discharge diagnosis: recurrent incisional hernia. Procedures: on (B)(6) 2018 [date discrepancy; other records indicate surgery on (B)(6) 2017] by dr. (B)(6). Open repair of recurrent ventral incisional hernia with bilateral myofascial flap release and placement of biologic mesh. Dissection of space retzius. Removal of prior synthetic mesh. Hospital course: presented for scheduled open ventral incisional hernia repair with component separation on (B)(6) 2018 [date discrepancy; other records indicate on (B)(6) 2017]. Admitted after surgery for further observation. Did well postoperatively tolerating diet. However, patient mentioned history of gastroparesis and was made nothing by mouth on postoperative day 2; no nausea or vomiting at that time. Patient restarted on full liquid diet on postoperative day 3, advanced to regular diet postoperative day 4. Discharged home on postoperative day 4 in good condition. Instructed on home care of jp drain. Regular diet. No exercise, strenuous activity or lifting over 20 lbs. For 1 month from the time of surgery. Follow up dr. (B)(6) in clinic in 2 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 15340536. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.